Event description:
This is a pt who in 1997 underwent a radical resection of the left distal femur with custom total knee replacement due to osteosarcoma. In 2001, the pt was walking across the pt's kitchen floor when the pt's left leg gave away, causing the pt to fall. Of note, the pt was 40 weeks pregnant at the time, the x-rays of the pt's leg revealed periprosthetic left femur fracture at the distal femur resection site. The pt underwent a prosthetic revision in 2001. It is the opinion of the surgeon that the prosthetic failed due to metal fatigue.